Event description:
The iab was inserted into the pt on 8/20/1998 and removed on 8/24/1998 at 10:00 a.m. The iab did not malfunction. A vascular surgeon was consulted and removal was required. The pt had severe bleeding and a transfusion was required. Also, there was surgical repair from where the first iab was removed. The iab was not returned to datascope. (Multiple event to customer complaint number 98-01103). (Event complications: bleeding/transfusion/surgical repair - reported 9/2/1998. (Pt's current status: unk - reported 9/2/1998.)